Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners shifted a bottom front tooth exposing the root. They are having periodontal treatment to restore the gumline and stabilize the tooth. They cannot wear the aligner during recovery.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.